Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 10/12/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. There was no primary surgical report within the medical records reviewed at this time. The revision surgery report noted a stress fracture, a periprosthetic fracture of left hip, micromotion loosening of the stem, brown colored tissue consistent with metallosis. The medical records reported a leg length discrepancy with left leg longer and impaired mobility. The lab results from (B)(6) 2015 report the whole blood chromium as 0.6mg/l (ref. <1.2mcg/l), plasma cobalt 0.6mcg/l (ref. 0.1-0.4mcg/l) and whole blood cobalt 0.7mcg/l (ref. <1.8mcg/l). Pfs reported attorney information.unknown stem added to complaint. No component stickers or information provided within the medical records. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The complaint was updated on: 6 nov 2015.

Manufacturer narrative:
This report is still considere closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Event description:
Pinnacle pfs and medical records received. In addition to what was previously alleged. Pfs alleges injuries, device failure, disability, tissue damage of the muscles and bone loss caused by metallosis, alval, weakness, and lack of movement. After review of medical records for MDR reportability, the patient was revised to address persistent left hip pain after left hip replacement, fibrous ingrowth left total hip. Revision note reported that there was a very thick scar tissue on the posterior capsule, capsulectomy was performed, dislocation, a significant amount of scar tissue. Plasma cobalt level slightly elevated. (B)(6) 2015 lab result of cobalt plasma is 0.6 mcg/l.

Event description:
Patient was revised to address pain.